Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and overweight. Concurrent conditions included pain ovarian since (B)(6) 2015, breast pain female since (B)(6) 2015, ovarian fibrosis, abdominal pain lower, uterine enlargement, discomfort, cervix inflammation, uterine bleeding and fibroids. Concomitant products included levonorgestrel (mirena). On (B)(6) 2006, the patient had essure (ess205) inserted. In february 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). In may 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced mood swings ("extreme mood swings"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient was found to have fibroma ("fybroid tumors"). In (B)(6) 2017, the patient experienced cardiac flutter ("heart disorder/heart flutters"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower and back pain had not resolved and the cardiac flutter, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fibroma, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, cardiac flutter, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006, (B)(6) 2006 & (B)(6) 2006. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 68.6 kg/sqm. Hysterosalpingogram on (B)(6) 2006: total bilateral occlusion. No evidence of filling of the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: heavy menses, heavy bleeding, headaches. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-dec-2019: pfs received: previously reported event- cardiac disorder was replaced with specific event heart fluttering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.